Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, when removing the trocars, upon closure of the device, the plastic anchors were twisting in unusual manner and almost broke off. After it was safely removed, all pieces were present. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned products noted that the devices spiked trocars were received. The circular seals and envelope seals appeared intact. The flanges of the anchors were skewed and broken. The condition of the devices precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may be due to insertion or removal of the port without the anchor tabs being fully closed. Under these circumstances, the tabs may be exposed to excessive force and therefore break. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.